Event description:
It was reported that approximately 18 months ago patient underwent total hip arthroplasty. Subsequently, patient was revised on (B)(6) 2012 due to slight joint instability.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The lot identification necessary to review manufacturing history was not provided.